Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Lead malfunction. Device evaluation anticipated, but not yet begun.

Event description:
A product performance issue was reported. The right ventricular lead was removed and replaced.